Event description:
The customer contact reported a leak. The extension tubing set was being used to deliver 80 ml of isovue 300 contrast medium, at a rate of 5 ml/sec, with a pressure setting up to 100 psi, via an a power injector. The male adapter of an unspecified power injector tubing was connected to the clave port of the extension tubing set. The option lok male adapter of the extension set was connected to the pt's IV access site. The customer contact reported that after 10 ml of contrast medium was delivered, solution leaked at the connection of the clave port and the semi-rigid female adapter of the extension tubing set. The extension tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the tubing sets were discarded. During the investigation, a possible cause for the customer reported leak was due to the use with a power injector. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injections. In addition, the hospira account manager provided a product list of high pressure tubing sets to the customer contact that are appropriate for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the rptr upon query by hospira personnel.